Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door was failing and they were not able to recover it. When they hit the recover button, the door opened but the error of failed hardware was still displaying on the screen.the customer attempted troubleshooting by switching of the station and unplugged the power cord, waited for a couple of minutes. Plugged back the power cords and switched the station back on; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.